Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level on multiple occasions. The exact value was not provided; however, the customer stated that they felt low and that they ate to correct the bg level. System check could not be performed with tandem technical support as the low bg was not occurring at the time of the report.